Event description:
A registered nurse at a hospital reported the fusion system was experiencing intermittent tracking of the instruments during an ent surgery. There was no impact on the pts outcome reported.

Manufacturer narrative:
Tested the emitter and it tracks the instruments through the entire volume. Flexed the cable at the emitter and fisher connector and no issues with the tracking have been observed. There is physical damage to the emitter head, the plastic has been cracked. Performed a peg board test and it passed, with a max error of 2.906mm. Not able to duplicate the issue. RMA issued for field generator em mobile. Emitter replaced, system functioning properly.